Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient had a hematoma where the device is implanted. It was reported that the pocket was not properly closed so the hematoma burst and the implanting physician decided to clean up the wound and implant the same device. The patient then developed infections at the device site. It is not indicated if there was any intervention with this lead.